Event description:
A customer reported that the adc device detached prematurely and was unable to obtain readings. The customer had contact with a healthcare professional who provided unspecified medical treatment for the reported issue. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product (3mh00kr968h ) was returned and investigated. No physical damage observed on sensor patch. Adhesive was not returned. Unable to perform further investigation. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.